Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-jul-2020. The most recent information was received on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy and abnormally long periods') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), neck pain ("pain in the nape of the neck"), musculoskeletal stiffness ("stiffness in the nape of the neck"), headache ("very regular headaches"), eczema ("appearance of eczema/psoriasis plaque along the spine"), psoriasis ("appearance of eczema/psoriasis plaque along the spine") and fatigue ("occasional and disabling fatigue"). Essure treatment was not changed. At the time of the report, the menorrhagia, neck pain, musculoskeletal stiffness, headache, eczema, psoriasis and fatigue outcome was unknown. The reporter considered eczema, fatigue, headache, menorrhagia, musculoskeletal stiffness, neck pain and psoriasis to be related to essure. The reporter commented: events had occurred from the first weeks after implant placement, summer 2015. Very heavy and abnormally long periods, pain and stiffness in the nape of the neck, causing very regular headaches, appearance of eczema/psoriasis plaque along the spine. Occasional and disabling fatigue. Current status: the conditions described were sometimes disabling for several days. Strong anxiety linked to the potential evolution of implant-related problems quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy and abnormally long periods') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), neck pain ("pain in the nape of the neck"), musculoskeletal stiffness ("stiffness in the nape of the neck"), headache ("very regular headaches"), eczema ("appearance of eczema/psoriasis plaque along the spine"), psoriasis ("appearance of eczema/psoriasis plaque along the spine") and fatigue ("occasional and disabling fatigue"). Essure treatment was not changed. At the time of the report, the menorrhagia, neck pain, musculoskeletal stiffness, headache, eczema, psoriasis and fatigue outcome was unknown. The reporter considered eczema, fatigue, headache, menorrhagia, musculoskeletal stiffness, neck pain and psoriasis to be related to essure. The reporter commented: events had occurred from the first weeks after implant placement, summer 2015. Very heavy and abnormally long periods, pain and stiffness in the nape of the neck, causing very regular headaches, appearance of eczema/psoriasis plaque along the spine. Occasional and disabling fatigue. Current status: the conditions described were sometimes disabling for several days. Strong anxiety linked to the potential evolution of implant-related problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.